Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40 mg/dl. The customer treated with food. There was no indication that the insulin pump over delivered insulin and customer indicated that they are unsure if the pump programming is correct. Troubleshooting found that the customer will meet with their doctor in a few weeks to go over the issue. Customer was advised to monitor the pump and blood glucose and call back if any further issues. Customer declined further low blood glucose troubleshooting.